Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a mitral valve replacement was performed and this 29 mm sjm epic valve was implanted. On (B)(6) 2016, the patient presented to the hospital and was found to have mitral valve stenosis. On (B)(6) 2016, a tavi valve-in-valve procedure was performed with a sapien 3 valve implanted. Per report, the patient was discharged.